Manufacturer narrative:
Investigation summary: the event device was returned for evaluation. During functional testing, engineering was unable to confirm the complainant's experience, as the device functioned as intended. Based on the information received from the complainant, thick tissue was grasped when the event occurred. As a result, it is likely that reported event was caused by overfilling the jaws. The instructions for use (IFU) states "do not overfill the jaws of the device with tissue as this may compromise the sealing and cutting function, and/or prevent the jaws from opening properly." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic ovarian cystectomy. "Dr. (B)(6) performed a laparoscopic ovarian cystectomy on a (B)(6) year old female for a paratubal cyst (1500ml of fluid drained from cyst). After draining the cyst, dr. (B)(6) was attempting to seal and divide the ruptured cyst sack off the fallopian tube and the thickened tissue repeatedly slipped from the distal tip off the jaws as the energy was being delivered." The grasper was used for retraction to hold the tissue in the jaws as the energy was being delivered, as well as retracting. "This appeared to reduce the slippage but not eliminate the issue. Once dr. (B)(6) dissected the thickened cyst wall the remainder of the fusion/transection of the cyst had no visible slippage." Type of intervention: na. Patient status: no patient injury or illness occurred.